Event description:
The pump was returned by the customer for a "no alarm" condition, however, during eval of the pump it was found to deliver below specs in the medium speed. The reporting facility indicates no pt incidents have been associated with the use of this pump.